Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch broke and the contents spilled into the abdomen. Culture had to be obtained of the pus that spilled into the abdomen and a drain was placed. The case was completed in the normal fashion. No adverse pt consequence was reported. Add'l info has been requested.

Manufacturer narrative:
Date sent: 10/23/2009. Info anticipated, but unavailable at this time.